Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image was not displayed but only displayed text data and endoscope information when evis 180 series videoscope was connected to the subject device. When evis 190 series videoscope was connected to the subject device, the subject device worked properly. Also two different videoscope cables exera ii (maj-1430) and two different endoscopes were checked with the subject device, these had not irregularities. These devices worked properly with cv-180, but did not work properly with the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon was duplicated due to the failure of the board when evis 160 and180 series videoscope was connected to the subject device due to the failure of the electrical circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since this product is a product before countermeasures due to the operational amplifier circuit design change of the electrical circuit board, it is presumed that only the 180 scope does not have an image due to the failure of the operational amplifier. If additional information becomes available, this report will be supplemented.